Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Low bg cause was not known. Customer went to the emergency room with ketones "due to pancreatitis per hcp [healthcare provider]; amount was not specified. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline, resolving the issue with no permanent damage. Customer reverted to alternate method of insulin delivery and declined to provide discharge date.